Event description:
It was reported that during device change-out for normal eri, a small tear in the rv lead insulation was observed. The lead was repaired and remains implanted. Routine monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.